Event description:
It was reported that during an unknown procedure, the device misfired and the grey firing handle became broken. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4) = damaged firing trigger handle. Additional information received on 2/19/2010: during a lap appendectomy, the surgeon had difficulty when closing the device and then when he fired across the appendix with a white cartridge the dark gray handle broke; it fired but had an incomplete staple line. The staples were staggered after the center of the staple line but not malformed. It partially cut and stapled. They used another white reload and a new device to complete the procedure with a new like device. There was no patient consequence reported. The nurse reported the female tech was trying to close the device and the force needed was not possible for her to close the device. The surgeon reached across the patient and fired the device and the dark gray handle broke. The analysis showed that the device was received with the firing trigger handle damaged and with a reload loaded in the device. The reload was received partially fired and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device, make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. The returned device was found to be non functional as the firing mechanism was noted to be broken. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and no further abnormalities were noted. A batch record review was performed and no anomalies were found during the manufacturing process.